Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sept2019. The manufacturer's help desk engineer confirmed the reported issue. The customer was shipped a new front bezel. The customer replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported nav-ring is not working and plastic is also missing on the center of circle. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.